Event description:
It was reported that patient presented to the emergency with a syncopal episode. Upon reviewing stored egms, noise was noted. Provocative testing could not reproduce the noise. It was noted that the patient underwent a surgical procedure which triggered the noise episode. Patient was stable.